Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea. This is a final report.

Event description:
The user had insufficient speech comprehension. CT imaging revealed the electrode array had partially migrated out of the cochlea. The user has been re-implanted.

Event description:
The user had insufficient speech comprehension. CT imaging revealed the electrode was not fully inserted and there was a cochlear coverage of only ~40%. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.